Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a thrombus occurred. In (B)(6) 2014, a 27mm watchman delivery system (wds) was implanted during a left atrial appendage (laa) closure procedure. Six weeks post procedure, a thrombus was noted on the device. It was noted that the antithrombotic medication at that point in time was probably clopidogrel and aspirin. No sequelae for the patients were reported. In (B)(6) 2014, the patient had a second thrombus on the device, which was seen during a follow-up transesophageal echocardiogram (tee). The patient received 8000 i.e. Monoembolex subcutaneously (s.c) per day until further notice. In (B)(6) 2015, the patient had a third thrombus on the device. No symptoms were noted and the patient was treated by drug therapy.